Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized for the event. On (B)(6) 2010, the patient was treated with vancomycin injection 2 grams ip once in a week (loading dose) and meropenum injection 250 mg ip twice in a day (continuing). The outcome for the event of peritonitis was unknown. Pd therapy was ongoing. The nurse stated the event of peritonitis was unrelated to pd therapy. The root cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.